Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the handheld camera head instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the handheld camera produced a spark when being unplugged from the endoscope controller. The customer was unsure if it was used during a procedure. The customer marked the endoscope and requested the system be inspected and tested. No known impact or patient consequence was reported.